Manufacturer narrative:
(B)(4). Batch # r59h5g. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? If staples did deploy into the tissues, were they formed in the proper closed b-formation? If not, please explain. Was there any difficulty opening the jaws of the device (¿can only be opened using gentle force¿)? Response received: device stapled and cut. When fired a crashing sound was heard. Opening only possible using gentle force. Device analysis: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
The stapler ets-flex 45 repeatedly experienced intraoperative complications. The stapler can be easily closed and opened. During firing the staples, the device "crashes"; and can only be opened using gentle force. Should this not work, however, considerable complications are to be expected. An incorrectly inserted staple magazine is excluded as a cause. Please note: the stapler was mechanically cleaned and disinfected, and the staple seam magazine was left in the stapler. No patient harm nor significant delay reported. Procedure: appendectomy.